Event description:
Recipient reported swelling at the implant site since the device was implanted on (B)(6) 2019. The user was examined by physician about oozing of pus from the incision area on (B)(6) 2019. It was suspected that there was an infection. Recipient has been unable to use the device since the appointment on (B)(6) 2019. According to information received on the (B)(6) 2019, the infection was under control. It is believed that the user experienced a contact dermatitis from the external equipment that spread internally. As of information received in march 2020 the infection did flare up again and therefore the user was explanted on the (B)(6) 2020. This report refers to 9710014-2020-00170. For further information please refer to this report.